Manufacturer narrative:
(B)(4). According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. In this case, the exact cause of the femoral artery injury cannot be confirmed. In addition to the procedure itself, patient factors (vessel calcification and/or tortuosity not appreciable on imaging) may have contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. This is one of two manufacturer reports being submitted for this case.

Event description:
During a tavr procedure, a femoral artery dissection/stenosis was noted following site closure. Post procedure, placement of a covered stent was required to repair the injury. During the procedure, percutaneous access was obtained. Following dilation of the vessel, a 14fr expandable sheath (esheath) was advanced. A 23mm sapien 3 valve was positioned and successfully deployed. The delivery system and wire were removed and the access site was closed. There was continued bleeding observed that required manual pressure for a prolonged period of time and the administration of protamine. An angiogram of the iliofemoral system was performed. A 40 to 50% stenosis at the arteriotomy site was observed, but no flow limiting lesions were observed. No actions were taken and the esheath was removed. The procedure was completed and the patient was transferred to the cvt unit in stable condition with a temporary pacer in place. The patient remained stable over night; however, the patient&#62688;hematocrit dropped from a baseline of 30% to 20%. Two units of blood were transfused, improving the hematocrit to 27%; however, repeat lab testing demonstrated a further drop to 24%. The patient was returned to the catheterization lab. An angiogram of the right leg indicated a small residual leak at the arteriotomy closure site. A covered stent was deployed with good results. No residual bleeding was noted. The patient was transfused with 2 units of blood due to concern of possible blood loss. While still in the catheterization lab, the patient was prepped for placement a permanent pacemaker. During the procedure, the patient became increasingly unresponsive. The patient suffered a pea arrest and could not be resuscitated. The patient was pronounced dead. The access vessel minimum luminal diameter measured 7.7mm with moderate calcification and no tortuosity reported.

Manufacturer narrative:
Additional information: this is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2016-00247.